Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that no power to keypad; front case with keypad replaced. Based on the findings, service determined that the proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2. Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 01/24/2019 to the present date (B)(6) 2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had the keypad replaced due to no power. No patient involvement.

Event description:
It was reported that the device had the keypad replaced due to no power. No patient involvement.

Manufacturer narrative:
(B)(4) is a duplicate of (B)(4). The initial emdr was not required.